Event description:
Information was received from a manufacturer's representative regarding a patient's implantable infusion pump for intractable spasticity, and other spasticity. It was reported on (B)(6) 2016 that an empty reservoir alarm occurred on (B)(6) 2016. The caller reported the patient was having "issues." It was also reported the patient had the pump replaced. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.